Manufacturer narrative:
An interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There was no battery performance alert (bpa) detected. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The complaint of premature depletion was not confirmed.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. No further information was provided.